Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. Many good faith efforts were made to obtain additional information however no response was received. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14dec2020 .

Event description:
The customer reported that they replaced the touchscreen and front bezel due to the touchscreen and nav ring not working. After replacing the touchscreen and front bezel, they ran the unit with a test lung for 2 hours and then let the unit charge the battery overnight. When the customer attempted to turn the device on the next day, the unit began to alarm while there was nothing on the screen. The only way the customer was able to stop the alarm was to unplug the battery and ac power as well as the motor controlled board. There was no patient involvement. The remote service engineer advised the customer to check the connections in the user interface assembly, and if they have a spare unit they can swap out a user interface assembly, or power management board to see if it resolved the issue.